Manufacturer narrative:
In the initial report, submitted december 21, 2015, the unique identifier (UDI) number was erroneously documented as not-applicable. The correct UDI number is (B)(4). This error was discovered on september 9, 2016 while reviewing all documents related to this complaint following completion of the investigation. The device manufacture date documented in the initial report was incorrect. The correct device manufacture date is september 30, 2015. (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin c5 system displayed an error message during installation. There was no patient involvement. The distributor's engineer was dispatched to the facility to investigate. The c5 system was analyzed and the motor control and the motor endstage boards were found to be defective. Both boards were replaced to resolve the issue and the replaced boards were returned to sorin group (B)(4) for further investigation. Visual inspection of the returned boards did not identify any abnormalities or defects. The reported error was reproduced during testing of the motor endstage board. A hardware analysis identified a defective component in the motor endstage board. The defective component was replaced and subsequent testing found no further issues. The parts were returned to the customer. The investigation was completed on august 17, 2016. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend was identified for this type of issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
There was no patient involvement. Device is expected, but has not yet been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in bangkok, thailand. This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin c5 system displayed an error message during installation. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin c5 system displayed an error message during installation. There was no patient involvement.